Event description:
A resolution clip device was used in an esophagogastroduodenoscopy (egd) procedure on a female pt (weight unk) in 2008. According to the complainant, the clip had "closed on the blood vessel; [however, when the physician attempted to release the clip from the device], the clip would not release. The physician gently moved the sheath which caused the vessel to bleed." Follow-up info provided by the complainant stated that "the vessel bleed was a result of the trauma sustained upon removal of the clip." Reportedly, the bleeding was controlled with the "use of injection and a bsc gold probe hemostasis device. The deployment issue resulted in a reported procedure delay of 20-30 minutes." At the conclusion of the procedure, the pt's condition was reported as "stable."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The january 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.